Manufacturer narrative:
(B)(4). Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
It was reported that an alarm was heard on (B)(6) 2011; telemetry was not yet performed. The patient's pump was refilled a week prior to the report. The patient experienced nausea and diarrhea. The following day, it was reported that the patient was "lethargic, nervous, and sweating," also had anxiety; the pain level had not increased. The hcp had suggested that the patient go to the emergency room for possible battery depletion. The patient was due to have the battery replaced in (B)(6) 2011. It was later reported that the alarm was due to a low battery reset; the pump was in safe state. Additional information has been requested, a follow-up report will be sent if additional information becomes available.